Event description:
Event description cpi received information that two bipolar leads were attempted implants. The helix tip broke off during the implant procedure after the physician tried to reposition the leads. The helix tip remains in the patient.